Manufacturer narrative:
Further analysis was performed on the main board and keypad. Visual inspection revealed no anomalies on either assembly. The main board was assembled into a golden case and operated normally. The keypad was intermittent on the doo key. The graphic layer was removed revealing corrosion on the doo key dome. Conclusion: the device had fluid ingress that contaminated the doo button causing it to be intermittent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that an error was generated while the device was connected to a patient. There was only one log entry on initial dump and no error entry. The main printed circuit board was replaced as a preventive. It was also noted that the unit failed its serial number read, so the main printed circuit board was realigned and the test rerun, the unit passed but failed its doo. The unit was attempted to be powered up on the bench using the doo button but without success. The keypad was then replaced and the unit again attempted to be powered up on the bench and the doo functioned as expected, however when the customer's keypad was again plugged in the doo was inoperable again. The button keypad was determined to be out of specification in an electrical manner. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error on power up when connected to a patient. During troubleshooting, the error did not appear and the epg operated as designed. The epg was returned for repair. No patient complications have been reported as a result of this event.